Event description:
Note: this event is reportable based on the device investigation. This event, as reported did not reflect an MDR reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction. The manufacturer report is being submitted based on the evaluation results. Patient's gender and weight are unknown it was reported to boston scientific corporation that during a nephrostomy percutaneous procedure, the balloon of a nephromax balloon did not inflate due to a small hole in the balloon. The procedure was completed with another device with no complications to the patient. The patient's condition was reported to be stable.

Manufacturer narrative:
Device analysis confirmed that the condition of the returned device was consistent with the complaint incident. A visual examination of the device found that the sheath was pinched at both ends and dented. The balloon material was creased, and liquid was visible inside the balloon. A functional examination of the device revealed that the shaft was kinked inside the balloon approximately 60 mm distal to the proximal balloon bond. A pinhole was observed approximately 105mm proximal to the tip of the device during inflation. A labeling review identified that the device was used per the passport directions for use. Based on the device analysis, the most probable root cause for this event is due to the operation context of the use of the device. Although the device meets the boston scientific corporation design and manufacturing specification, due to anatomical/procedural factors encountered during the procedure, the performance was limited.